Event description:
It was reported that the patient was not getting the desired stimulation coverage despite multiple reprogramming were attempted. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well post-operatively and the explanted devices were not returned by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred about three months ago from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).